Manufacturer narrative:
Concomitant medical products: unitrax c-taper sleeve +0mm; cat#:6942-7-065; lot#:56633201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient's right hip was revised due to infection.

Manufacturer narrative:
An event regarding infection involving a unitrax femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates all devices were accepted into final stock with no relevant discrepancies complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient's right hip was revised due to infection.